Manufacturer narrative:
Unit received motor error alarms during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 149 mg/dl. Customer stated that the device could not rewind or complete the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.